Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to high blood glucose of over 500mg/dl. The customer stated that he was experiencing high glucose for the past couple of weeks. Troubleshooting was performed. Reviewed the programming and found that the daily totals, basal, and bolus were incorrect. The bolus history was showing that the bolus was not calculated correctly. The customer also was having difficulties with bent cannulas and had to change the infusion set prior to the three full days use. No further info was provided.